Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer also indicated that the reservoir would not pull back or go forward when placed on the insulin vial. Customer does not recall any significant events leading to the error. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting was done for no delivery and reservoir but customer indicated that he would return the reservoir for analysis. No further information was given.